Manufacturer narrative:
(B)(4). It is unclear if the device is available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per MDR provided to codman: on (B)(6) 2017, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman and shurtleff. On (B)(6) 2017 at 11:35, the subject missed his bmn 190 infusion as the neurosurgical registrar was unable to access the new device (device malfunction). Three attempts were made, but csf was not obtained and the procedure was abandoned. The severity of the event was reported as grade 3. Treatment with bmn 190 was discontinued. The subject was well and discharged home on the same day. The subject was scheduled for elective hospitalization on (B)(6) 2017 for a device replacement on (B)(6) 2017. The outcome of the event was reported as not recovered/not resolved. The investigator assessed the event of device malfunction as not related to treatment with bmn 190. The investigator assessed the event of device malfunction as related to the icv device. No other etiological factors were reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ rickham. The rickham was irrigated, no occlusion was noted. The rickham was leak tested, no leaks were noted. Review of the history device records for the valve, product code 82-1625 with lot 131335, conformed to the specifications when released to stock on the 26th april 2017. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
It was initially reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.